Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient received a cassette that had pinholes in it. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the device was not returned, a complete sample analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the reported leak was determined to be a puncture or tear in the cassette sheeting further specified as pinholes. The cause of the puncture could not be determined. Should additional relevant information become available, a supplemental report will be submitted.